Manufacturer narrative:
This report is being filed under exemption (B)(4) for a 2 year retrospective review of reported events where the product remained in use; date range (B)(6)2008 and (B)(6)2010. This medwatch report represents 1 of 35 events (event type code serious injury). The info submitted reflects all relevant data received. The product has since been explanted and returned for analysis. Eval summary (B)(4): no anomalies found. If add'l relevant info is received, a supplemental report will be submitted.

Event description:
It was reported that the device experienced undersensing. The device was reprogrammed such that the sensitivity was changed and the blanking period extended. The ECG looked clean after the reprogramming. No pt complications have been reported as a result of this event.